Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed the test. Cannot perform or reproduce skin irritation in lab.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 191 mg/dl and the sensor glucose was 62 mg/dl at the time of the incident. The customer's threshold suspend was triggered. The customer also reported that they had skin irritation in the insertion site for three months. The customer stated that they will consult their healthcare provider about inserting the sensors at a different site of the body. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer sent their sets back for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed the test. Cannot perform or reproduce skin irritation in lab.